Event description:
It is reported that the device was implanted in 1998 and revised in early 2009.

Manufacturer narrative:
Evaluation summary: item and lot numbers have not been provided for the femoral head and shell used during primary surgery. No device has been returned for evaluation. Also, it was mentioned in the e-mail that a depuy endurance cemented stem was used during primary surgery. Therefore, while reconstructing the hip joint for the patient, a competitive product was used with a trilogy liner and there is no information provided for the femoral head and the shell used. This is an off-label used. Also, no clear information has been provided (such as patient complication, device malfunction, etc.) As to what led to the revision surgery. Hence, no case analysis can be determined with certainty. Results - no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.